Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing increase in recharging sessions and ipg was not maintaining 24 hours of therapy between recharges. Patient¿s ipg became inoperable approximately three months ago. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy was restored.